Event description:
It was reported that the asymptomatic patient presented for follow-up with high thresholds and impedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.